Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit flush against the pump. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the user changed the cartridge and tubing. The user's blood glucose level was 100 mg/dl. A follow up with the user confirmed that insulin was coming out of the tubing and that the user felt that there may have been something going on with their sites. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.